Manufacturer narrative:
Date rec'd by MFR: 19jul2019. Further information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered. The faulty transport manifold has been discarded so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. The technical support representative advised the customer to replace the transport manifold in order to address the reported issue. The customer confirmed that replacing the transport manifold resolved the issue. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator had an oxygen manifold failure. The customer could not confirm if the device was being used on a patient at the time that the issue was discovered, however, there was no patient harm.